Event description:
Medtronic received information regarding a solitaire ex stent retriever that had resistance in the phenom 21 microcatheter and separated/broke. The patient was undergoing a thrombectomy procedure to treat acute ischemic stroke in the left m1 segment. Patient vessel tortuosity was severe. The patient's baseline mrs was 4, nihss was 12, and tici was 1. It was reported that the devices were prepared and the catheter was flushed according to the instructions for use (IFU). After the first pass, the vessel was not fully revascularized so it was decided to make a second pass using the same procedure. The phenom 21 catheter crossed the lesion. Then, the solitaire experienced resistance and friction in the middle section of the catheter. The resistance was severe and the pushwire broke/separated in the middle. The pushwire broke inside the catheter and the entire system was safely removed. Despite two passes with the solitaire device, perfusion was not achieved. The operator flushed all accessory devices as per instructions and attempted to cross the lesion with phenom 21, but severe resistance and difficult navigation led to switching to another manufacturer's catheter which allowed the solitaire to enter easily. The operator completed four total passes with the solitaire x to finish the case successfully with tici 3 achieved. There was no harm or injury to the patient. Post-procedure nihss had improved to 5. Ancillary devices: headway 21 microcatheter, traxcess 14 guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg13160-0615-1s (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the solitaire device was not torqued or repositioned during delivery or retrieval. The patient had vessel stenosis proximal to the thrombus site. The microcatheter tip covered the solitaire device proximal marker during the attempted retrieval. The clot was hard.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the solitaire x device was returned for analysis within a shipping box, an opened solitaire x outer carton (b704911), and an opened solitaire x inner pouch (b704911). ¿ damage location details: the solitaire x device was returned with the pusher separated into two segments. The pusher was found separated at ~151.5cm from the proximal end; ~47.0cm from the distal end. The marker coil was found pulled back from the stent proximal marker. The stent was found still attached to the pusher and in good condition. ¿ testing/analysis: the broken solitaire x pusher was sent out for scanning electron microscopy (sem) failure analysis. According to the sem report, the broken end failed via fatigue, then to overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the pusher was found to have separated. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. It is likely that the retrieval friction, the patient¿s ¿severe¿ vessel tortuosity, and the higher number of device passes contributed to the device separation. However, the cause for the device separation could not be determined. Regarding the customer¿s ¿resistance¿ report, the issue could not be confirmed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. No defects were found with the returned phenom 21 catheter that would have contributed to the event. The phenom 21 catheter is compatible with the solitaire x device. It is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported resistance. However, the cause for the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.